Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir the following. Left side removal due to suspected/actual rupture/deflation (left), change shape/size/style (left) device has been explanted.